Event description:
This report is being filed upon notification from our x-ray manufacturer, to submit this event that happened in another country. Problem: before the x-ray tube replacement, the field service engineer measured an entrance dose limitation (edl) of 17r/min and after replacement an edl of 14r/min. Hospital alleges this is related to alopecia case(s). No specific pt(s) data has been given.

Manufacturer narrative:
Eval method, results, and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.